Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: ongoing. If additional information is received a follow up report will be submitted.

Event description:
It was reported an instrument broke at the narrow section intraoperatively. During a surgical procedure it was reported the surgeon levered the instrument with too much pressure and it broke at the narrow section. This incident did not cause a delay in surgery or contribute to serious injury or death. The surgeon was able to remove it during the surgery without additional intervention, such as x-rays (no x-rays needed) and it did not cause a surgical delay.

Manufacturer narrative:
Investigation: no product is at hand. Conclusion and root cause: no product available and therefore it is not possible to determine an exact conclusion and root cause. We assume that the cause of the failure is not product related. There is the possibility that the root cause of the problem is most probably usage related. Rationale: according to the quality standard, a material defect and production error can be excluded. Without the product we can not determine the exact cause, but due to the statement of the customer: "surgeon levered the instrument with too much pressure and broke at the narrow section." There is the possibility of an improper handling due to leverage. No CAPA is necessary.